Event description:
After a successful iliac dilatation procedure, in which the catheter balloon had been deflated from 8 atm, the catheter couldn't be removed through a 7 french sheath. The catheter & sheath were removed as a single unit. No pt injury or further complications were reported.

Manufacturer narrative:
Block h6, method code 86, assigned as the product wasn't returned for testing.